Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the monopolar curved scissors instrument would not follow surgeon controls. Arm could not be straightened or removed from port site or trocar. Full trocar had to be removed from port site with the instrument, and a new instrument and trocar were replaced. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have a broken tube extension at the orange plastic section. The instrument appeared to have detached fragments, and thermal damage was not observed.

Event description:
Refer to h11 for follow-up information.